Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There customer stated that blood glucose level was unknown at the time of the event, as the customer hadn't tested recently. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.